Event description:
It was reported that in preparation for a percutaneous coronary interventional procedure, sheath damage was noted. The physician connected the 1.25mm rotalink catheter to the rotalink advancer without any reported difficulties. He then went to test the speed of the burr, and could not get the burr to reach normal speed. The physician then checked the handshake connection and found the connection and proximal catheter damaged, including damage to the proximal sheath. This device was never used on the patient. The procedure was then completed with another of the same devices, and no patient complications were reported.

Manufacturer narrative:
(B)(4).